Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the device was used in a laparoscopic cholecystectomy procedure? How was the torn bile duct repaired?

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: yes, it was a lap chole. The torn bile duct was clipped below the hole using a new clip applier. The analysis results of the el5ml device found that it was received in good visual conditions. In an attempt to replicate the reported incident; the device was tested for functionality. Upon firing of the device, (B)(4) clips were partially formed as they were not properly fed into the jaws. No further evaluation was performed due to a non destructive analysis request. Please note as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
Please see user facility medwatch form, (B)(4).